Manufacturer narrative:
The customer reported to have isolated the malfunction to the blind mate cable and to have replaced it. The customer also informed to have performed tests and calibrations. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator would turn on and off by itself. There was no pt involvement.